Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01, ipg, implanted (B)(6) 2007. (B)(4).

Event description:
It was further reported that a fracture of the rv lead is suspected.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased thresholds and impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).